Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 135, 100, 120, 132 and 139 ng/dl. Customer is comparing results to another device and stated the results from the true metrix were higher. The customer¿s expected am fasting blood glucose test result range is 90-104 mg/dl. The customer feels well and did not report any symptoms. Customer stated she had gone to the ER 2 weeks ago (did not remember the date). Customer had tested in the morning and obtained a high result using the true metrix meter. Customer stated that night her other device was showing a result of 54 mg/dl (undisclosed whether fasting or non-fasting). Customer stated she was not sure which device to trust so she went to the ER. Customer's blood glucose test result when at the ER had been 94 mg/dl (undisclosed whether fasting or non-fasting). During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/31/2025 (day of call) and customer could not recall the open vial date; the customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 135mg/dl date: 10/31 time:9:56a non-fasting; result 2: 100mg/dl date: (B)(6) time:5:49p unsure ; result 3: 120mg/dl date: (B)(6) time:9:21a unsure; result 4: 132mg/dl date: (B)(6) time:2:59p unsure; result 5: 139mg/dl date: (B)(6) time:11:01p unsure.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due customer seeking medical attention. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in a follow-up call on 20-nov-2025 to ensure the customer¿s initial concern was resolved- the customer is comfortable with the replacement products.